Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received published study "streptococcus pyogenes necrotizing soft tissue infection following glucose monitoring with freestyle libre device" by florent von tokarski m.d, claire hobson m.d, marie-frederique lartigue ph.d., adrien lemaignen m.d, bertrand lioger m.d that reported a (B)(6) woman with type 1 diabetes was admitted for erysipelas of her left upper arm while using the adc freestyle libre sensor. The study reported the customer's physical examination was limited by pain but revealed an erythematous, swollen, warm, painful edema, with a purpuric plaque and no crepitus on the left upper arm, along with fever. Additionally, laboratory findings showed a high white blood cell count of 28·4 x 109/l, predominantly neutrophils (26·1 x 109/l), a high level of c-reactive protein (2800 nmol/l), and negative blood cultures. The customer was started on intravenous antibiotic therapy, amoxicillin-clavulanic acid, and clindamycin. After 12 hours, symptoms of increasing edema, blisters occurrence, and necrosis developed, and surgical debridement was decided on performed after confirmation through a CT scan of the extremity, the customer was diagnosed with a streptococcus pyogenes infection and was treated with antibiotics for 15 days. No further information was provided. There was no report of death or permanent injury associated with this event.